Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support, who provided information on resetting the pump and assisted in doing so. After the reset, the same malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.